Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned. Blood in/on helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the helix would not extend until 40 turns had been applied. The doctor was not comfortable with this. The device was not implanted. No patient complications have been reported as a result of this event.